Event description:
The complainant alleged that the clincians were attempting to set-up the device for use on a pt, but there was no screen display upon power up of the unit. There was no indication of any adverse effect on the pt as a result of the reported malfunction.